Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced pain at the pocket site. The pocket site was revised and the device was relocated to the patient's back. The patient has recovered without sequelae and is using the device with effective pain relief.